Manufacturer narrative:
The customer did not return samples for in house evaluation. The root cause of the event cannot be determined in this investigation.

Event description:
The surgeon reported two 23 gauge trocars were too tight to use during surgery. The orange hub popped off of the first assembly, and the whole assembly was removed from the eye. The second trocar also seemed too tight to pass the probe through. A third trocar was opened, and the surgeon managed to finish the case with it. There was no patient impact and the procedure was delayed only by 2-5 minutes. No samples were saved for evaluation. The surgeon stated there was no patient injury. Additional information received from the scrub technician confirmed that the surgeon did have a problem with two 23 gauge trocars, but said that it is not out of the ordinary for the surgeon to have trouble with them and that the surgeon is rough when she is attempting to pass the vitrector or light probes through the trocar and that she will yank and pull when trying to remove them. The scrub technician stated that she has, on several occasions, advised the surgeon to use a forceps (which is standard practice for the other retinal surgeons) to stabilize the trocar when attempting to pass the probes. The scrub technician stated that these trocars were not tight and that this event was due to the doctor's technique. The scrub technician confirmed that there were no samples returning for evaluation.